Event description:
On 09/05/2006, nellcor received a report where it was claimed that the device developed a leak after two days of use. The source of the leak could not be identified. The caller reported that replacement of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
Investigation of this report is currently in progress. The sample associated to this report is not available for evaluation.